Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-09463. It was reported that the patient had the entire system explanted two weeks following implant due to their back swelling and the implant site becoming red.